Event description:
A customer contacted baxter's technical service center reporting an alarm on the home choice (hc) during dwell 3 of 4 and the home patient (hp) turned the hc off for a while and went through end therapy procedure thinking he was fixing the alarm. The hc was in prime and giving another alarm. The technical service representative (tsr) explained that the hp ended therapy and would need to disconnect from the supplies and either start over with new supplies or finish manually. The hp stated that he would start over with new supplies. The hp understood the explanation. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the reported condition was confirmed because the customer reported, during trouble shooting, an alarm situation check supply line. The patient then started over again with previous therapy's used supplies, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.